Event description:
It was reported that the stent partially deployed and became stretched. This 7x120, 130 cm eluvia stent was selected for use during an angiogram to treat atherosclerosis of the superficial femoral artery. During the procedure, using a pedal approach, the stent was 60% deployed when the thumb wheel would no longer move, and pull grip felt loose. Therefore, the physician broke the pull handle to try and deploy the stent. Initially, the wire would not deploy the stent; however, after approximately 30 minutes, the stent was able to be fully deployed with the wire. The stent became elongated to approximately 200cm as a result of this. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluate by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia device was received with the components separated. A visual examination identified that the handle was in two separate pieces; the thumb wheel was detached from the handle and the rack was detached from the handle. A visual and tactile examination found an inner sheath kink approximately 60mm proximal from the distal end of the rack. The device was received with the stent already deployed from the delivery system. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that the stent partially deployed and became stretched. This 7 x 120, 130 cm eluvia stent was selected for use during an angiogram to treat atherosclerosis of the superficial femoral artery. During the procedure, using a pedal approach, the stent was 60% deployed when the thumb wheel would no longer move, and pull grip felt loose. Therefore, the physician broke the pull handle to try and deploy the stent. Initially, the wire would not deploy the stent; however, after approximately 30 minutes, the stent was able to be fully deployed with the wire. The stent became elongated to approximately 200 cm as a result of this. There were no patient complications as a result of this event.